Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements, noise, oversensing, loss of capture (loc) and increased pacing impedance measurements resulting in high out of range pacing impedance measurements greater than 2,000 ohms. The root cause was not determined, however, testing of the lead on a pacing system analyzer (psa) confirmed high out of range pacing impedance measurements and loc. Clavicular crush was suspected. An invasive procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.